Event description:
(B)(4) study. Pt (B)(6) injected with 1.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2008 and a second 1.0ml coaptite injection on (B)(6) 2008. Almost one year post injection, the pt developed a urinary tract infection ((B)(6) 2009) and was treated with antibiotics; the uti resolved. The following week ((B)(6) 2009), the pt developed a yeast infection and was treated with diflucan; the yeast infection resolved after one day.

Manufacturer narrative:
Injection date: (B)(6) 2008. This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required antibiotics, it was determined to be a reportable event. No coaptite lot numbers were provided; query for most probably lot used will be conducted by the u.s.a coaptite distributor, (B)(4).